Event description:
Customer called to report a pod that he was concerned gave him too much insulin. Explained to the customer, the system can only deliver what the user programs. Customer stated he placed the pod on after dinner at 8pm and from that point on received nothing but his basal insulin rate. By 2am, the customer's son found him disoriented in the living room. Customer's son removed the pod and called for emt's. Emt's checked the customers blood glucose (bg) and it registered at level 9 mg/dl. Once the customer was brought to the hospital his bg resumed a normal range. After the delivery of glucose, the customer was then placed on an insulin drip to regulate bg before being sent home. No further information is available.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.